Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. There was no adverse impact to the customer's blood glucose level. The customer loaded a new cartridge to resolve the issue.